Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation the complete (tel #) - (B)(6).

Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) had a battery problem. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings,component code, investigation conclusions),h10,h11. Corrected field - d5,e2. E3 is unknown (initially it was submitted as "yes" and "other healthcare professional"). Additional information - e1 (B)(6). Additional information was received which states that the customer has purchased the part and repaired the unit themselves. It has been reported that the unit is in working order. H3 other text : the customer has purchased the part and repaired the unit themselves.

Event description:
N/a.